Event description:
The contact stated that the customer had rec'd a blood glucose reading of 7.2. It was verified that he meter was set in mmol/l. The contact did not allege the customer experienced any adverse events. She was able to reset the meter to mg/dl, and no product will be returned for eval.